Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure observed during analysis. Final analysis found full degradation breach of outer insulation adjacent to the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.